Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device #1 of 2. Ref MFR report: 1627487-2014-26533. It was reported the pt experienced a painful burning sensation while charging his ipg. A replacement charging system was sent to the pt and issue is resolved. On 08/01/2012, st jude medical neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-related events was expected.